Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and textured to smooth exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and rupture received on may 27, 2020 with lot number 1691203. Visual analysis of the returned device identified: broken shell, crease flat, missing piece of the shell orange particles in the surface of the shell and underweight. A microscopic analysis was performed which identify striated opening in the posterior side, broken striated in the posterior side, broken striated in the anterior side, sharp edge broken in the same edge assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A missing piece of the shell assessed as inconclusive. A striated edge opening on posterior side due to surgical damage. A striated edge broken on posterior side due to surgical damage. A striated edge opening on anterior side due to surgical damage. A sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and textured to smooth exchange. The device has been explanted.